Manufacturer narrative:
Exact date unknown, event occurred 3 weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was unable to successfully charge the ipg since their kidney transplant. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.